Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed high out of range shock lead impedances that suddenly jumped from normal values. An x ray was recommended to determine the origin for the rv lead behavior that remains in service. The sales representative was consulted and no update on the ordered x ray was received. The device shock vector was reprogrammed. No adverse patient effects were reported.